Event description:
Tampons become unraveled during removal, retained- vagina [foreign body in reproductive tract] tampons become unraveled [device breakage] tampons become unraveled as removing them [complication of device removal] case description: consumer reported via e-mail that tampons unraveled as she was removing them. No serious injury reported. Follow-up: 07-mar-2022: returned product identified as ontex l. Please see report 1216894-2022-00019 regarding the product that was not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
An investigation is in progress for returned product received on march,11 2022.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons become unraveled during removal, retained- vagina [foreign body in reproductive tract] tampons become unraveled [device breakage] tampons become unraveled as removing them [complication of device removal] case description: consumer reported via e-mail that tampons unraveled as she was removing them. No serious injury reported.